Event description:
It was reported that the device would not drain completely into the blood bag. The remainder of the blood could not be reinfused into the patient and approximately 350 cc of blood was discarded. No pre-donated or bagged blood was given.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.